Manufacturer narrative:
This is an initial report. The customer's prod has been requested back for an investigaion. A f/u report will be filed once investigation results are available.

Event description:
A client reported receiving a reading of 448 mg/dl on a precision pcx meter. The client reports treating the pt with insulin and that a lab draw was performed within ten mins and the lab result was 121 mg/dl. It is unclear whether the insulin was administered between the readings or after the lab reading. The client reports testing the pt's blood sugar after the insulin was administered and the pt's blood glucose was 66 mg/dl. When plotted on the parkes error grid, the results fall in the "c' zone, which shows the difference to be clinically significant. The client also reports that the qc performed on the meter the day of the event was fine. There was no report of death, serious injury or mistreatment.